Event description:
Surgery on 8/19/94 for osteotomy left foot with placement of device for pain control at end of surgery. Seen in ER on 8/21/94 with localized redness and swelling around catheter and incision. Catheter removed and small amount of pus-like fluid followed. Given antibiotic in ER and sent home with antibiotic. Seen in office on 8/24/94 with cellulitis and abcess. Admitted to hosp for IV antibiotics. Discharged on 8/29/94.